Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes: headache, weak and sleepy. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not evaluated, as per internal procedure, the failure mode is a meter evaluation only. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note: manufacturer contacted customer in a follow-up call on 01-feb-2024 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated after the initial call she had gone to see her doctor on (B)(6) 2024. Customer did not provide her blood glucose test result when at the doctor's office; customer stated that the doctor had focused on her blood pressure. Customer stated no changes were made to her medical treatment plan. Customer stated she was currently feeling dizzy, but during the visit on (B)(6) 2024, her doctor had informed her that it was a side effect from her blood pressure medication. Customer stated the replacement products resolved initial concern.

Event description:
Consumer reported complaint for true metrix meter not powering on when a test strip was inserted. Customer stated that she had changed the meter battery on 01/30/2024. The customer is using the correct battery in the correct orientation for the meter. During the call, the true metrix meter powered on using the power button but not when a test strip was inserted. The test strip lot manufacturer¿s expiration date is 11/30/2024; product storage and open vial date were not disclosed. The customer reported experiencing symptoms of headache, weak and sleepy; customer stated she was going to contact her primary care physician to inform them of the symptoms. Customer stated that she took some liquid (undisclosed what kind of liquid) and also her diabetes medication (undisclosed what medication).